Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: cardiac arrest requiring medical intervention. Device issue: balloon rupture. It was reported that the rx voyager balloon catheter was being used with the kissing balloon technique and there was difficulty reportedly inflating the balloon catheter. The balloon catheter had difficulties before the first inflation, and pulling negative during prep. The balloon catheter was advanced and during the first inflation at 8 atm. The balloon ruptured and contrast could be seen around the balloon and at this point the patient's blood pressure dropped and the patient coded. The patient was intubated and a balloon pump was installed. The patient was reportedly still in the hospital, but doing fine. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that a new balloon catheter was returned in a sealed pouch and chipboard box. There was no blood or contrast visible. The balloon was tightly folded. There was no damage noted to the balloon catheter. The balloon catheter was prepared by being submerged in water then pulling negative pressure with a new indeflator filled with renografin 60 diluted 1:1 with water. There were no abnormalities noted. The balloon catheter was pressurized to rbp of 14 atm. The balloon inflated and held pressure without any abnormalities noted. The new indeflator, filled with renografin 60 diluted 1:1 with water, was used to measure the deflation times of the balloon. These met manufacturing criteria. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.